Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the all the stations were on critical override mode. A technical support specialist checked health sight viewer (hsv) and found that multiple stations went into critical override approximately 1 hour and 34 minutes ago. The critical override events were auto scheduled. Interface maintenance occurred between specific scheduled time period. The customer was not aware of the maintenance. There was no issue with the devices. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, all station were on critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.